Manufacturer narrative:
Sections d9, h3, h4, and h6 codes were updated. The reported complaint that, during installation of the nxt band into the autopulse nxt platform (sn (B)(6)), one of the platform's capture flanges did not fully release over the spool shaft to secure it and could be pulled out each time was confirmed during functional testing. The issue was caused by the spring plunger on the right-side winch shaft, which was slightly protruding, preventing the pin from fully seating in the spool spin slot and leaving insufficient spring force to allow the capture flange to close completely. The autopulse nxt platform passed the preliminary functional test without any faults or errors. While testing with multiple bands, it was found that the spring plunger on the right-side winch shaft was slightly protruding, which prevented the pin from fully seating in the spool slot. The spring lacked enough force to overcome the increased friction, causing the capture flange to remain partially open. Additionally, it was observed that pressing the band pin forcefully in would cause the capture flange to lock. Therefore, the reported complaint was confirmed. After readjusting the spring pin to meet specifications and testing with various band pins, the issue was resolved. Afterwards, the spring pins on both sides of the winch shafts were checked to ensure they were fully inserted and locked without any problems. Since the customer has received the replacement platform, the autopulse nxt platform will be stored for future refurbishment sale order requests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The (B)(6) hospital territory manager reported that during a pre-deployment equipment setup for the customer, they attempted to install the nxt band into the autopulse nxt platform (sn (B)(6)). However, one of the platform's capture flanges did not fully release over the spool shaft to secure it in place and could be pulled out each time. When the nxt band pin was pushed in, the capture flange locked. But there is concern that the platform may not be safe for patient use at this time. No patient involvement.